Event description:
On (B)(6) 2012, patient underwent an unknown endovascular procedure utilizing gore® excluder® aaa endoprosthesis. On (B)(6) 2023, patient presented with a ruptured aneurysm. A type 1 endoleak was also noted. Patient came into the office very sick and was in bad condition. Patient was not a candidate for stent graft repair due to his poor condition. On (B)(6) 2023, patient underwent open repair surgery. Patient passed away later that day. Fsa also reported patient was not seen at the office for a long time. It was reported he was lost in surveillance. Rupture was observed near the trunk-ipsilateral component. Physician attributes rupture to the type 1 endoleak. Physician did not comment on cause of death and no further information on cause is available. No further information about the case and patient is available.

Manufacturer narrative:
H6: code f1901-used to capture open surgery was performed. Patient death occurred later in the day after surgery was completed. H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Imaging evaluation summary provided the following information: -there appears to be an aneurism within the distal thoracic including the visceral vessels. -the diameter near the renal artiers ~ 41mm. Device diameter ~ 32mm -this likely indicates the aneurism progression over time, the type 1 endoleak and eventual migration of the device. -the implanted graft appears to lack apposition to the aorta. The device appears to be >3cm from the renal arteries. -there appears to be a type 1 endoleak. -the images don¿t show contrast communicating with the sac near the aortic bifurcation. However, contrast is visualized bilaterally outside the implanted devices in the common iliac arteries. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak, component migration, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information submitted in section e-facility name: (B)(6) medical center.